Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.